Event description:
It was reported that the right ventricular (rv) lead was double counting t-waves resulting in an inappropriate shock. Lead insulation damage was also suspected. It was further reported that the implantable cardioverter defibrillator (ICD) experienced an electrical reset and that wireless telemetry could not be established. The reset changed the ICD parameters and the ICD was reprogrammed until a procedure was performed to explant and replace both the rv lead and the ICD. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis indicated a memory error for a ram (random access memory) integrated circuit. Analysis of the returned device was inconclusive. Analysis of the device memory indicated an electrical reset alert and that power-on reset parameters were present. The analyst commented that multiple codes were present for power on reset (por) with incorrect date. (B)(4).

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Continued: 5554 implantable pacing lead 2008-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.